Event description:
It was reported that shaft break occurred. A 4.50 x 12mm synergy megatron drug-eluting stent was deployed for treatment. However, upon removal, the stent balloon got lodged in the guide and the shaft broke at polymer transition. The device and the guide catheter were removed, and the procedure was completed with no patient complications reported.